Event description:
Patient reported the infusion device switched off by itself without any alarm or error message. Patient stated she is experiencing elevated blood glucose level up to 450 mg/dl. Patient reported the infusion device gave an acoustic alert and displayed no information. Patient also reported experiencing difficulty opening the battery cover. Patient stated after the battery and battery cover was changed, the infusion device is working without problems. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits of the insulin pump were tested on the diagnostic test system and both meet the specifications. The alarm functions of the insulin pump were tested on the diagnostic test system and meet the specifications. The buttons and the display of the insulin pump were tested within the mmi test on the diagnostic test system and both meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced. Therefore, no corrective or preventive actions will be initiated.